Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited a marker anomaly and a diagnostic anomaly. No intervention was reported. The patient was stable.